Event description:
While patient was undergoing pci, they were attempting to remove stent from the coronary artery, but doctor was unable to bring stent into guide catheter. Doctor pulled guide and stent to sheath and was unable to remove stent. Stent was removed using a snare. Per the doctor's notes, there was no harm to patient and voiced no concerns with products used or equipment and stated it was a very normal procedure.